Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis in an patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. Treatment was not reported. The cause of the peritonitis was reported by patient as made a mistake/touch contamination. The patient was discharged on (B)(6) 2011 and was recovering from the event of peritonitis. Outcome for the event of patient made a mistake/touch contamination was unknown. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. The nurse did not comment on the event of the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886804 and gd886028 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.